Event description:
It was later confirmed l that the hospital lost the external paddle set.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the therapy knob is damaged. There was no patient involvement.